Manufacturer narrative:
There have been no trends identified related to this type of event. Evaluation of returned device confirmed the etch location relative to the assembled location did not meet specification.

Event description:
It was reported that during total knee arthroplasty, surgeon was unable to insert the punch through the mask. Procedure was delayed by approximately 30 minutes.